Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17209343m and lot # 17204410m were provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and catheter (17209343m) broke in half inside patient and it was removed without patient consequence. Once catheter was outside it was noticed that char was present, which is not indicative of a reportable event. Device was replaced; nevertheless, second catheter (17204410m) displayed magnetic sensor error on carto 3 system, which is also not indicative of a reportable event. Issues experienced were resolved by changing to a third catheter. Multiple attempts have been made to obtain clarification about how the breakage occurred. However, no further information has been made available. This event is being reported because a separated catheter piece could potentially embolize. The bwi failure analysis lab received the two devices for evaluation. Upon receiving the first catheter which belongs to lot number 17209343m. Char was found on electrode #2. Catheter appears in normal condition. Per the complaint event irrigation, electrical, temperature, and generator tests were performed and system passed all specification. Catheter was also tested for deflection and it failed. The analysis found deflection wire from f curve was found detached from brass ferrule. The second catheter (17204410m) was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Complaint has been confirmed for reported char. However the catheter was manufactured according specifications. An internal corrective action has been opened to address brass ferrule issues.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and catheter (17209343m) broke in half inside patient and it was removed without patient consequence. Once catheter was outside it was noticed that char was present, which is not reportable. Device was replaced; nevertheless, second catheter (17204410m) displayed magnetic sensor error on carto 3 system, which is not reportable. Issues experienced were resolved by changing to a third catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is being reported because a separated catheter piece could potentially embolize.